Manufacturer narrative:
On occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the patient developed aortic root aneurysm and the valve was explanted as part of a bentall procedure. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant registry and medical records that a 25mm 11500a aortic valve was explanted prophylactically after an implant duration of 20 days due to aneurysm of the aortic root and the ascending aorta. The explanted aortic valve was replaced with a 27mm 2700tfx valve. The patient presented with decompensated chf and atrial fibrillation, with severe mr (paravalvular leak) and moderate ms. CT chest showed aneurysmal enlargement of the aortic root (5 cm) and the ascending aorta (5 cm). The aortic valve was replaced with a 27mm 2700tfx along with a 32mm non-edwards ascending aortic graft. The post-operative course was complicated by atrial fibrillation on pod# 2. Paf was pre-existing, and adjustments to the medicine regimen were made to successfully treat this condition. The patient was discharged home in sinus rhythm, and in stable condition on pod# 7.

Manufacturer narrative:
UDI# (B)(4). In this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device is not available for evaluation as it was discarded. The root cause of this event cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported through implant registry that a 25mm 11500a aortic valve was explanted after an implant duration of 20 days due to unknown reason. The explanted valve was replaced with a 27mm 2700tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.